Event description:
It was reported that approximately two weeks after lead implant, pacing impedance dropped, capture thresholds rose, and r-wave amplitudes fluctuated. It was noted that there may have been a reduced amount of slack on the lead through the superior vena cava. The lead was repositioned near the right ventricular apex and remains in use. No patient complications were reported as a result of this event. It was further reported that after the repositioning of the lead, the capture threshold remained high. Monitoring of the lead will continue and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately two weeks after lead implant, pacing impedance dropped, capture thresholds rose, and r-wave amplitudes fluctuated. It was noted that there may have been a reduced amount of slack on the lead through the superior vena cava. The lead was repositioned near the right ventricular apex and remains in use. No patient complications were reported as a result of this event.